Manufacturer narrative:
Pump was received with no button response due to corroded keypad traces. No button error alarms noted. Pump had cracked belt clip slot, battery tube threads, reservoir tube lip, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.